Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking down her leg while recharging the implantable neurostimulator (ins). Recharger and pt programmer functionality was reviewed with the pt. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. The pt had 2 ins's implanted. It is unclear which device caused the shocking, so a report has been filed on both. See MFR report #3004209178201006414 for the other report.